Event description:
According to our customer's information, the device has been failing without alarm when in use to treat a pt. No pt injury. Reference number: lss-v06101

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab, solna, sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.